Event description:
It was reported that air bubbles were intermittently observed within the cartridge. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was wearing the cartridge tubing facing up. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use. To resolve the issue, the customer turned the pump upside down to prevent the air bubble from reaching the tubing and continued to use the existing supplies.